Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during vitrectomy surgery, the vit probe would not work as the vibration sound decreased, when connected to the device and it could only aspirate but could not cut. Same incident happened with another pack of the same lot as well. The procedure was completed on the same day by replacing with a new one. There was no impact to the patient.

Manufacturer narrative:
Additional information provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported issue. The nonconforming vitrectomy valve cabling assembly was replaced to address the issue. The system was tested and found to meet product. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for this product serial number (under investigation). The root cause of the reported event is attributed to the nonconforming vitrectomy valve cabling assembly. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.